Manufacturer narrative:
Corrected fields: b5, d4. A getinge field service engineer (fse) evaluated the unit and found valve group was considered to be damaged and needed to be replaced. The engineer replaced the valve group. After that, the fault was resolved and the device worked normally. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that before use during routine check, the cardiosave intra-aortic balloon pump (iabp) could not be automatically inflated and reported a high temperature alarm. The valve group was considered damaged and needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use during routine check, the cardiosave intra-aortic balloon pump (iabp) could not be automatically inflated. The valve group was considered damaged and needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, e1 (initial reporter), e2, e3, g3, g6, h2, h10.